Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the fiberoptix sensor (fos) zeroing procedure was performed without incident. The perfusionist attempted to initiate counterpulsation after making all appropriate connections to the intra-aortic balloon pump (iabp) (ECG / central lumen ap / fos ap / helium drive line); iabp was switched on and multiple high pressure alarms and balloon pressure waveform (bpw) seen to be reaching 250mmhg limit. Perfusionist instructed the cardiac surgeon to attempt manual inflation procedure (using syringe contained in the arrow intra-aortic balloon (iab) tray). The cardiac surgeon reported not being able to inject 40cc of air into iab due to resistance. The perfusionist reconnected iab to iabp. High pressure alarms on "start up" persisted; unable to commence counterpulsation. The cardiac surgeon pulled iab back a few centimeters (despite correct iab tip position being confirmed) to see if this would troubleshoot persistent high pressure alarms; high pressure alarms persisted. Iab was removed via the sheath. Iab was manually inflated by perfusionist and iab membrane seen by perfusionist and cardiac surgeon to have a circumferential "stenosis" in the middle of the length of the membrane. The perfusionist was able to unwrap iab membrane by exerting manual pressure via a syringe. A "popping" sound was heard when the membrane finally unwrapped. An attempt was made to re-wrap iab membrane and insert via the sheath; attempt was unsuccessful. The procedure to insert iab was aborted. As a result, a standard datascope iab was inserted via a sheath without incident. The iabp therapy commenced. The customer also stated that the hole at the end of the catheter does not appear to be centered. There were no reported patient complications.